Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 07/11/2023. Per follow-up phone call made to the patient by tech support on (B)(6)2023, it was reported that the patient had a skin reaction ten days after the sensor was inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed a rash and dry skin under the sensor pod. The patient had an itching sensation in the area. At an unspecified time, the patient consulted a health care provider and was prescribed hydrocortisone tablets for the reaction. At the time of the report, the patient's skin reaction was getting better. No additional event or patient information is available.

Event description:
Dexcom was made aware on (B)(6) 2023 , that on (B)(6) 2023 , the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on 04/23/2023. It was reported that the patient experienced a skin reaction which occurred ten days after the sensor had been inserted in the arm. The patient developed a rash and dry skin under the sensor pod. The patient had an itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol. At an unspecified time, the patient consulted a health care provider and was prescribed an unspecified oral medication for the reaction. No additional event or patient information is available.

Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).